Event description:
It was reported that the device had a pump that was not detecting the cassette. The product fault occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was returned for repair. This device has not been in for service in the past. Error history log found multiple high alarm displayed: cassette not attached properly. Customer reported problem was duplicated. During the functional test in manufacturing mode, the device failed calibration and found that the downstream sensor (dso) is stuck at 2500mv. The dso sensor was replaced to correct the issue, and the device passed all functional tests after the repair.